Event description:
It was reported that approximately five years post port placement in the right subclavian vein, a chest x-ray examination revealed that the catheter was allegedly broken near the axillary vein. It was further reported that the port body and distal catheter segment were removed percutaneously. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one groshong catheter segment and one MRI port attached to a groshong catheter were received for evaluation and one medical image was provided for review. Gross visual, microscopic visual, functional and tactile evaluation were performed. The investigation is confirmed for the reported catheter fracture, material separation and the identified migration issues as a complete circumferential break was noted approximately 5.1cm from the distal end of the cath-lock with jagged surface that appeared glossy and granular in nature and the fracture catheter migrated to the heart in the provided medical image. A definitive root cause for the reported failure could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. The information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. However, an image was provided for review. The investigation of the reported event is currently underway.

Event description:
It was reported that some time post port placement in the right subclavian vein, a chest x-ray examination revealed that the catheter was allegedly broken near the axillary vein. It was further reported that the port body and distal catheter segment were removed percutaneously. There was no reported patient injury.